Event description:
The user received erroneous results for three patient samples. All samples were repeated on (B)(6) 2009 on the same analyzer. Sample 1 initial glucose result was 0 mg per dl, repeat results were 119 and 117 mg per dl; initial bun result was less than 0 mg per dl, repeat results were 102 and 103 mg per dl; initial bicarbonate result was 1 mmol per l, repeat results were 32 and 31 mmol per l. Sample 2 initial potassium result was 1.2 mmol per l; repeat result was 4.8 mmol per l. On (B)(6) 2009, sample 3 initial digoxin result was 0 ng per ml; repeat results were 1.9 and 2.0 ng per ml. None of the original results were reported and the user stated no patient could have been treated. The field service representative determined there was a dirty wash tube in the rinse station for probe c and cleaned the wash tube. To verify the analyzer operation, he performed precision testing on several assays with no issues.